Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately low compared to his feelings/normal readings. The complaint was classified based on the customer service representative (csr) documentation.the patient reported that on an unspecified date 1 or 2 months prior to contacting lfs, he obtained an inaccurate low blood glucose reading of ¿80 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient informed the csr that he manages his diabetes with novolog insulin using an insulin pump and that he continued to follow his usual diabetes management regimen in response to the alleged issue. The patient stated that 10 minutes after obtaining the low result, he developed a ¿dry mouth¿. The patient claimed that at the onset of the symptom he tested his blood glucose with another device and a result of ¿280 mg/dl¿ was obtained. The patient stated that he administered an unspecified dose of novolog based on a sliding scale in response to the symptom and elevated result.during troubleshooting, the csr confirmed the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient.this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate low result with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.